Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button. Customer reported that the button need to pressed multiple time. Customer reported that the battery life some time less. The insulin pump was slower and made more noise rewind. No harm requiring medical intervention was reported. The device will not be returned for analysis.